Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer required maintenance and failed to stay closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) found that drawer 3 was missing the magnet in the inseparable latch. The fse removed the drawer and replaced the inseparable latch which resolved the issue. The fse then performed a system boot-up and tested the drawer using the final test in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer required maintenance and failed to stay closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.